Event description:
Pt had bilateral breast implantation in 1985. Experiencing discomfort in chest and weakness in hands necessitating removal. Upon removal, rupture of outer lumen of right implant confirmed.